Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri) due to extended charge times. Boston scientific technical services (ts) explained that replacement time frame. No adverse patient effects were reported.